Event description:
It was reported that the patient was experiencing difficulty and frequent ipg charging. Troubleshooting was done but unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the summer of 2023.